Event description:
It was reported that the onset/diagnosis of infection was (B)(6) 2011. It was noted that the patient had meningitis. The patient experienced redness, drainage and incisional wound opening. The primary location of the infection was the lumbar region. A culture was obtained from the csf and lumbar region. The type of organism cultured was (B)(6). The treatment was IV antibiotics and total device system explant. Perioperative antibiotics were administered. The patient experienced withdrawal symptoms including increased spasticity and dystonia which was managed with oral baclofen. The patient outcome was noted as infection resolved. Risk factors prior to implant were noted as debilitated status and post-op wound or skin contamination. A healthcare provider clarified that the drug administered via the patient's pump was gablofen (not lioresal).

Manufacturer narrative:
Catheter model 8709sc, serial #: (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6); analysis results were not avail able at the time of this report, a follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee; a process improvement plan and training are in place.

Event description:
It was reported that the pump and the catheter were explanted due to infection. There were no (B)(4) or (B)(4) studies performed. It was indicated that there was not event with the device, normal pump. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 450.2mcg.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomalies found. Analysis of the catheter segments revealed no significant anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.